Event description:
The patient was revised on (B)(6) 2022 for the second time due to instability. Details on previous shoulder surgeries are as below: 1st revision: (B)(6) 2021 (MDR 3014128390-2021-00053). Primary surgery: (B)(6) 2021. The surgeon explanted a offset head (50x20), 2 pegs glenoid and double taper. A glenoid baseplate (24), centered glenopshere (40), humeral cup (40/3), central screw (12), standard screws (2 of 25 mm each) and locking screws (20 mm and 15 mm).